Event description:
Knowledge of this event was communicated to the spnc representative by a fellow at (B)(6). The fellow reported the event happened approximately 3 weeks prior. The patient had 2 cardiac leads (rv and ra; implantation 12 yrs prior) to be removed. Indication for the procedure was an acute pocket infection one month post device (battery) change. The case took place in the hybrid room with arterial line placement, active fluoroscopy and the CT surgeon scrubbed in at the patient's bedside. The primary physician began lasing with the 14f sls, soon up-sizing to the 16f sls. During lasing, the patient's arterial blood pressure dropped into the 20's, it was decided that an emergent sternotomy was needed and the CT surgeon opened the patient's chest and repaired the injury within 2-3 minutes. The patient was transferred to the ICU in stable condition, reportedly recovered and was discharged from the hospital. The device(s) were not retained for return engineering analysis, nor were the serial/lot numbers retained.